Event description:
In (B)(6) 2007, I had a gynecare prolift vaginal mesh and obturator tvt placed to treat a cystocele and vaginal prolapse. In (B)(6) 2010, I started experiencing vaginal pain and tenderness, exacerbated by intercourse. I also was having urinary issues - leakage and problems voiding. The problems worsened until I saw a physician; was informed that the vaginal mesh had eroded and was present in my vagina, causing my pain. The obturator tvt was also too tight, causing me to be unable to void my bladder completely. You could actually feel the vaginal mesh - like having part of a screen door hanging in the vagina. My physician informed me that removing the obturator to help with the urinary problems would be a tricky procedure and I could end up with something worse than what I have now so I opted to leave it for the time being, and see him for removal if symptoms became more troublesome. The vaginal mesh that protruded into the vagina was removed in an outpatient procedure in (B)(6) 2011; the entire mesh was unable to be removed, so only the part that was hanging out was excised. There is still a small piece of mesh palpable in the vagina that is tender. My physician said that the mesh should have been dissolving over time because he's seen a lot of these problems, especially when the mesh was used on women in their 30s and removing the mesh is very difficult because it is enmeshed with the living tissue.